Event description:
During the si joint fusion procedure, the surgeon was using the first of three decortication instruments. The first decorticator operated normally but the tubing eventually curled. He retracted the cutting element, then proceeded to redeploy more deliberately. After full deployment of the cutting element, the surgeon noticed a piece was broken and lodged in the joint. He attempted to retrieve it with ronguer and suction, but ultimately left it behind in the patient.